Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, it was noted that after deflation, the surgeon was not able to remove the balloon. The balloon and introducer had to be removed together. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that during functional analysis, a first attempt has been performed to inflate the balloon with 4cc of water with a kis a08e syringe. At this point, the ibt seem to leak from the distal bonding. A second attempt has been performed with 4cc and a kis syringe, but slower. The balloon appears to have a leakage from the inner part of the inner mix at the distal bonding. Note that the distal bonding has been analyzed and no problem has been found between the different layers. Visual analysis shows that the ibt has been strongly deformed during the intervention. The outershaft has been extended. Normally, when the stylet is screwed on the ibt, it is almost long as the ibt and this is not the case here. Measurement of the outer diameter of the outershaft has been taken and it shows that the outershaft has been plastically deformed. The proximal bonding has also been analyzed and a mark is visible on the proximal bonding of the ibt. Based on the information provided, functional and visual analysis, the most probable root cause of the deflation issue could not be found because of the degradation state of the ibt. It has been determined that the ibt have been strongly deformed by the surgeon during the surgery, probably because the balloon could not go out of the cannula.